Event description:
Boston scientific received information that during the implant procedure, when this device was connected to the right ventricular lead; a high out of range shock impedance measurement greater than 125 ohms was obtained. A 5 joule synchronous controlled shock was delivered revealing a normal shock impedance measurement of 59 ohms. Further interrogation revealed normal lead measurements and a subsequent measurement shock impedance measurement of 96 ohms was obtained. A decision was made to leave this device implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.